Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a vitreoretinal procedure an ophthalmic laser exhibited with low power. The surgery was completed successfully. The patient symptom was resolved.

Manufacturer narrative:
Additional information was provided in sections d.9., h.3., h.6., and h.10. The company representative (did not) confirm nor replicate the reported event. The system was tested and found to meet product specifications. The customer reported that they experienced the issue when using a third-party laser fiber. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found reviewed as part of this investigation. The root cause of the reported event is attributed to use of a third-party product and is unrelated to the functionality of the device. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).